Event description:
Dr was performing a cholesteatoma tympanomastoidectomy. Only one to two sets of electrodes placed on the patient was responding. The dr stated that this was adequate and commenced with the procedure. In a follow up discussion between the operating room staff and the area sales manager, it was stated the nim signaled when the facial nerve was damaged and it was not the nim's fault. The facility staff indicated that the nerve did not follow a normal path. The patient was transferred to the facility and another dr for additional treatment.

Manufacturer narrative:
This product was being used for treatment. Reference also medwatch numbers 1045254-2009-00052 and 1045254-2009-00050 for this event. Specific patient information was not provided to medtronic after multiple requests: such as; was additional treatment required, weight, outcome, and the patient's age. The surgery actually occurred in 2009, and medtronic was not notified of the event until the following month. A product analysis was performed by the hospital's biotech department and no fault could be found with the nim. Despite requests, the facility has not been willing to return the product to medtronic for a product analysis to determine if the product meets specification or contributed to the reported incident. Annual comprehensive testing and calibration by medtronic is recommended at yearly intervals. The nim has been in the field for over 7 years without being sent in for service, calibration, or testing. The unit has been placed back into service at the facility. A review of the manufacturing records showed no anomalies. The user guide includes but is not limited to; the system does not prevent the surgical severing of nerves. If monitoring is compromised, the surgical practitioner must rely on alternate methods, or surgical skill, experience, and anatomical knowledge to prevent damage to nerves. The use of paralyzing anesthetic agents will significantly reduce, if not completely eliminate, emg response to direct or passive nerve stimulation.